Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was a crack and there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads on the side. Moisture corrosion was observed in the battery canister and on the battery cap. The battery cap was fastened and then unscrewed ½ turn leading to a reboot. The reported power issue was duplicated due moisture corrosion. The battery cap was fastened again; the pump powered on with audible and vibratory alarm features functioning. The pump¿s cover was removed and moisture corrosion was observed to the power printed circuit board and cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.